Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05582 / 05583).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2008 due to patient allegations of pain, loss of mobility/function, an adverse biological reaction, elevated metal ion levels and metallosis. Patient's legal counsel reported patient underwent further revision on (B)(6) 2013, due to an unknown reason. The revision procedure allegedly took five hours to complete. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.